Event description:
The pt was not feeling well with the heat. The pt had reported a return of pain and frequent falls. "Cardiologist thought maybe a small stroke." No adjustments with the pump were required. The pt was seen in 2006 by his hcp who reported "no problems now." The pt is reported to have recovered without sequela with no falls since then.